Event description:
It was noted during review of internal programming history that a vns patient's device was interrogated on (B)(6) 2011 programmed, interrogated (1.0/30/500/30/5) and then a system diagnostic test was performed, a final interrogation was then performed and the settings were 0/30/500/30/60 which is indicative of interrupted communication. Prior to the patient leaving the visit the device settings were not corrected and the patient left the visit at unintended settings. The patient's settings were corrected on (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.